Manufacturer narrative:
It was indicated by the customer that the sensor used during the reported event has been discarded; and therefore, could not be returned to masimo for evaluation.

Event description:
It was reported that an incident occurred in early (B)(6) 2016. Dr. (B)(6) reports that at the end of a surgical procedure on a young healthy male, the spo2 dropped suddenly into the 70's. No other sign of patient hypoxia. This was rectified solely by moving the sensor from 1 finger to another. There were no consequences or impact to patient reported.